Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer got power error detected on insulin pump. Customer's blood glucose was 70.2 mg/dl at the time of the incident. Offered customer a pump replacement. Customer did not accept the pump replacement. Advised to monitor the pump and call back if the error recurs. Product will not be returned for analysis.